Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up check, right atrial (ra) lead exhibited elevated thresholds. It was also reported the ra lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network cardiovascular group clinical study.